Manufacturer narrative:
Unk uhmwpe insert. Unk femoral head and unk hip stem were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain in groin area, swelling, and a rash. An evaluation of the devices cannot be performed as the devices remained in the pt and were not returned to the manufacturer. If devices or additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon/hospital reports that after implantation, pt developed dull pain in groin area, swelling, and a rash. Suspect allergic reaction implant(s). Hospital is planning metal sensitization testing for titanium, aluminum, vanadium, cobalt, chromium, and nickel. Additional laboratory testing was required. Revision of component is possible in near future based on test results." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted approx in (B)(6) 2010.